Event description:
Adverse event(s): "elevated iop" (intraocular pressure rise). Product problem(s): "shunt not draining" (defective item [shunt]). A user facility reported a shunt was explanted due to "not draining" and a trabeculectomy was performed. In a f/u phone call with the surgeon, he reported this was a combined shunt and intraocular lens implant procedure. The surgeon reported, he checked the shunt on the day of the procedure and the shunt was flowing. The pt was noted to have elevated intraocular pressure (iop) on the first postoperative day, so the surgeon cut one stitch. On the 3rd day postoperative, the iop was again elevated and the surgeon cut stitches and elevated the flap. The surgeon reported, this had little effect on the iop. On the fourth postoperative day, the iop was 35 mmhg. The surgeon cut the last stitch, elevated the flap and pushed on the eye several times with no change in the iop. The surgeon stated clinically, there was no flow through the shunt. The pt was returned to surgery and a trabeculectomy was performed. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/05/10, 08/09/10, and 08/19/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).